Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was unknown if there were any external factors that may have contributed to the low impedances. Cause of the issue is unknown. Patient was reprogrammed and the issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the therapy was not working as well for the patient not too long after implant surgery. Impedance irregularities were noted, with the 7-14 pair measuring 198 ohms, ref 0 ranging from 735-807 ohms, ref 7 from 198-735 ohms, ref 8 from 670-835 ohms, and ref 14 from 198-739 ohms. The patient experienced leg pain, which was possibly due to the stimulation being too high. The rep was using the 8-15 lead for programming, with electrodes 14 and 15 used for sensing, while electrode 7 was inactive. Troubleshooting did not resolve the issue, and it was reviewed that the 7-14 pair should not be used together, but 14 could be utilized with other contacts and for sensing.